Manufacturer narrative:
The hospital reported that the caster was replaced to resolve the reported complaint.

Event description:
The hospital reportedly noted the unit had a broken caster. There was no report of patient involvement.